Event description:
A 66-year-old male with history of cad status post pci, icm presented with acute on chronic decompensated heart failure. On (B)(6) they underwent implant of impella 5.5 via the right axillary artery. (B)(6) device repositioned without incident. (B)(6) gi bleeding noted from colonic polyp that was removed. Required transfusion of blood products. (B)(6) escalated to ECMO. (B)(6) placement signal noted to be unreliable, stable device function with no patient consequence. Pump noted to be in good position. (B)(6) underwent transplant with explant of impella 5.5.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.